Manufacturer narrative:
Th pump remains in use supporting the pt. . No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient arrived at the implanting center with extracorporeal membrane oxygenation (ECMO) in place. The outside hospital reported that the patient's pump was off (reportedly determined by auscultation) and had administered tpa. Upon arrival at the implanting center, the pump was on and review of the device history log did not find any indication of the pump having been off. It was reported that the patient had overdosed on pain medication. Her lactate dehydrogenase levels were within normal range. The patient was weaned off of ECMO and ultimately transferred to a rehabilitation center. She was reportedly discharged and is doing well.

Manufacturer narrative:
Although a pump stoppage was confirmed via the submitted patient¿s event history, a correlation to the reported event could not conclusively be determined. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad that the pt was found unresponsive at her home. The pt was admitted into another hosp (not implant ctr). The pt's event history was reviewed and a driveline disconnect alarm that resulted in a pump stop and red heart alarm was noted. The pump was noted to be off for less than one min. The pump resumed speed. The pt was stabilized and then transferred to the implanting ctr.